Event description:
A (B)(6) old male patient contacted zoll customer support for an unrelated complaint. As a result of the call the patient was issued a replacement battery charger/modem. Servicing of battery charger/modem sn (B)(4) lead to a reportable event.

Manufacturer narrative:
Device evaluation summary: servicing of battery charger/modem sn (B)(4) for an unrelated event revealed a reportable event. The battery charger/model's power supply was defective. The cause for the defective power supply cannot be positively determined. No adverse event resulted from the defective power supply. The patient received a replacement battery charger/modem accompanied by a new power supply.